Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that one of the battery pins in each battery well was not properly seated, which was causing an intermittent connection to the battery and resulted in the reported inappropriate losses of power. Physio-control reseated the device's battery pins to resolve the reported issue and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently powers off by itself when their vehicle hits a bump in the road, or while driving on particularly rough roads. There was no patient use associated with the reported event.